Manufacturer narrative:
The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) was received for the investigation. The evaluation is not yet completed. No further information was provided. A supplemental report will be submitted with the manufacture investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient experienced a pump stop and a low speed alarm while connected to ac power. In order to prevent further interruption in support, it was recommended that the patient to keep the vad connected to battery power/no ground cable. On (B)(6) 2018, a external percutaneous lead repair was preformed. No issues were noted after the patient went back on the grounded patient cable. No further information was provided.

Manufacturer narrative:
Updated manufacturer's analysis conclusion: the relevant sections of the device history records for (B)(6), including the sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2012. The evaluation of the returned portion of the driveline confirmed an issue that could have contributed to the reported pump stops and low speed events, which were observed in the submitted system controller log file. However, a specific cause for the reported infection and partial small bowel obstruction could not be conclusively determined through this evaluation, and a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. A distal end driveline repair was performed on (B)(6) 2018 and the replaced portion was returned in a segment measuring approximately 22¿. The outer layers of the driveline were severed approximately 17¿ from the metal connector, and the outer silicone jacket was sliced longitudinally from the terminus of the bend relief through approximately 8¿ from the metal connector. Minor metal braided shield breakdown was observed along the length of the driveline segment, with severe breakdown observed approximately 2.5¿ from the metal connector (adjacent to the terminus of the bend relief) and 3.5¿ from the metal connector. Visual inspection of the underlying wires through the metal braided shield breakdown revealed that the brown wire was partially fractured approximately 2.5¿ from the metal connector, exposing the inner conductors. Further electrical continuity testing while manipulating the brown wire at the location of the damage revealed that the wire was electrically intact; however, the wire completely fractured upon application of an axial force. The partial fracture appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed inner conductors of the brown wire made contact with the metal braided shield while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground could have contributed to the pump stops and low speed events observed in the submitted system controller log file. The hmii lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was hospitalized on (B)(6) 2018 to (B)(6) 2018 due to a partial small bowel obstruction. During the admission a internal driveline fracture was noted and repaired. The patient was also treated for infection and abdominal wound (mrsa). The patient declined IV antibiotics and ir evaluation. No further information was reported.

Manufacturer narrative:
Section (approximate age of device) ¿ correction to 6 years and 4 months. The replaced external portion of the percutaneous lead (lead) was returned for evaluation. The evaluation of the returned section confirmed an issue that could have contributed to the reported pump stoppages and low speed events which were observed in the submitted system controller log file. Approximately 22 inches of the external portion/distal end of the lead was returned for evaluation. The outer layers of the lead were severed approximately 17 inches from the metal connector, and the outer silicone jacket was sliced longitudinally from the terminus of the bend relief through approximately 8 inches from the metal connector. Minor metal braided shield breakdown was observed along the length of the percutaneous lead segment, with severe breakdown observed approximately 2.5 inches from the metal connector (adjacent to the terminus of the bend relief) and 3.5 inches from the metal connector. Visual inspection of the underlying wires through the metal braided shield breakdown revealed that the brown wire was partially fractured approximately 2.5 inches from the metal connector, exposing the inner conductors. Further electrical continuity testing while manipulating the brown wire at the location of the damage revealed that the wire was electrically intact; however, the wire completely fractured upon application of an axial force. The partial fracture appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed inner conductors of the brown wire made contact with the metal braided shield while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground could have contributed to the pump stops and low speed events observed in the submitted system controller log file. The patient remains ongoing on pump support and no further related events have been reported. A review of the device history records showed no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.